Manufacturer narrative:
Please note that this device is not distributed in the united states. However, it is similar to the us distributed. It is available for testing and evaluation but, the engineering report is not yet available. Add'l info has been requested and will be submitted within 30 days upon receipt.

Event description:
During percutaneous coronary intervention (pci), the device did not cross the target lesion. The returned device did not include the stent and further investigation revealed that during retrieval, the stent dislodged into the guiding catheter. Pci was being performed on a lesion in the right coronary artery and the posterior descending artery that was tortuous. Pre-dilation was done with a 2.5 x 15mm ninja 2.5mm x 15mm and while attempting to deliver the 3.0 x 33mm cypher select plus stent, it did not cross the lesion. A 3.0 x 24mm endeavor stent crossed successfully and the procedure was completed. When the guiding catheter was removed, the dislodged stent was in it.